Event description:
It was reported that the lead dislodged after final position during the implant when attempting to peel out the subselecting delivery catheter. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.